Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2015-01343.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system 3max reperfusion catheters (3max). During the procedure, the physician successfully cleared the m1 occlusion with a penumbra system ace 64 reperfusion catheter (ace 64) and noticed a distal clot in the m2 segment of the mca. The physician decided to use a 3max to aspirate the clot in the m2. While retracting the 3max from the patient, it caught onto the ace 64 and began to stretch. The physician removed the stretched 3max and then used a new 3max to continue aspirating the distal clot. While retracting the second 3max, it also caught onto the ace 64 and began to stretch. The physician then removed the second stretched 3max and completed the procedure using a new 3max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter (3maxc) was stretched approximately 13.0 cm from the distal tip. Conclusion: evaluation of the returned devices confirmed that both 3maxcs were stretched. This type of damage typically occurs due to improper handling during use. If the devices are forcefully retracted against resistance it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.